Manufacturer narrative:
The device was evaluated. Corrections included replacing central station hard drives. Verified all monitors were communicating with the central .

Event description:
Customer reported an issue with the panorama central station which may have affected patient monitoring. No patient injury was reported.